Event description:
When 13.5mm large stature left prodigy femoral stem was opened for a hip arthroplasty, the hard plastic shell was noted to be cracked. The inner plastic surrounding the implant appeared punctured, however, the external packaging materials were intact.